Manufacturer narrative:
Philips investigated this complaint. According to the information collected the system was undergoing planned coronary procedure which was completed by restarting the system. Philips field service engineer (fse) visited onsite and confirmed that the system's footswitch was unable to trigger x-rays. The defective footswitch was replaced by fse and returned to philips for further analysis. The analysis confirmed the malfunction of the wired footswitch and identified that the bracket was loose, two anti-slip rubbers were missing, and the x-ray signal was available, only when pulling the cable upward. Following the replacement of the wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting it, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The philips has initiated a field safety corrective action (2023-igt-bst-004). The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.